Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of logs we see multiple instances of pairing failure , the cause of the pairing failure appears to be related to the cancel association trigger that was posted. This indicates that the pairing process was intentionally canceled, either by the user or the application. And once the app tries to read the device information, a standard gatt service is not provided service used to fetch basic device details like the manufacturer name and model number it runs into an issue. The pump isn't advertising the device information , which is crucial for completing the pairing process. Because the system can't retrieve the required device information, the pairing ultimately fails. Issue confirmed. Recommendation steps: please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. Please try this steps on the pump side. Remove the battery from the pump . Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds) .turn the pump back on . Try these steps on the mobile device . Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data . Reset network settings: settings connection sharing reset wifi, mobile networks, and bluetooth reset settings . Uninstall app > restart phone > turn bluetooth off then on > reinstall app. Helpline further informed team that issue was resolved from customer side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged mobile app pairing issue with insulin pump. The customer reported no adverse event. The event involved products mmt-6101 and mmt-1884l. Troubleshooting was performed for loss of connection. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Troubleshooting was declined by the customer for pairing failed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was partially performed for unable to pair device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6101. No product return is required for mmt-1884l.